Manufacturer narrative:
The rptr of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The info has not yet been rec'd by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not rec'd the product at this time. Therefore, no analysis or testing has been done. Cholelithiasis is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event.

Event description:
Reported event of pouch dilation from journal article: "multidisciplinary diabetes care with and without bariatric surgery in overweight people: a randomised controlled trial", the lancet de-d-14-00017, 0175. Although the MFR of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor of reporting.